Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited increased threshold measurements, inadequate sensing and decreased impedance measurements. It was determined that the lead was dislodged.